Manufacturer narrative:
As reported in a research article, a trifecta valve was replaced with a valve in valve due to stenosis. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In a literature article placement of a valve-in-valve (viv) transcatheter aortic valve replacement (tavr) in the setting of aortic dissections and a high risk of coronary obstruction it was mentioned that a (B)(6) year old with a history of bilateral lung transplant, atrial fibrillation, stroke, end-stage renal disease on dialysis, malnutrition with body mass index. History of type a dissection status post bentall surgery with trifecta bioprosthetic valve was referred for treatment of symptomatic severe bioprosthetic aortic valve stenosis. Patient subsequently underwent a successful viv tavr with improvement in hemodynamics and symptoms and was discharged home.